Event description:
It was reported that an older female patient with an x-stop implant was observed to have a spinous process fracture. The patient is believed to be osteoporotic. No additional information was provided.

Manufacturer narrative:
Method - device not returned. Follow up conversation with company representative.